Event description:
During a thoracoscopic bullectomy procedure, the jaws were difficult to open and the approximating lever broke. The surgeon opened the device with manipulation without pt injury.

Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA.